Event description:
It was reported that sterile water leaked from the foley catheter. Since there was no contamination, it was discovered during the pre-test or immediately after insertion. Per follow up information received via ibc on 24dec2024, stated that there was patient involvement but no injury.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation valve cap. The fourth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector and syringe. Visual inspection of the sample noted no physical defects present. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and inflated properly with no leaks observed. Using the return syringe the balloon deflated passively in under 5 minutes: 2 min and 55 seconds. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. As the reported event is unconfirmed a labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked from the foley catheter. Since there was no contamination, it was discovered during the pre-test or immediately after insertion. Per follow up information received via ibc on (B)(6) 2024, stated that there was patient involvement but no injury.